Event description:
Patient is on milrinone IV continuous via cme bodyguard 323. The tubing was attached to the IV bag in the IV clean room prior to dispensing to the pt. The pt called today to alert us that he could not fit the tubing into the pump. Pt stated that the tubing was "backwards." It was determined that the portion of the tubing which threads into the pump was reversed. The "key" was at the end closest to the bag spike and indeed would not be able to be used in the pump. This could have the potential for adverse effects if the pt had discovered the problem as he was preparing to infuse the last bag and did not have a back up bag.